Event description:
It was reported to philips that the device was able to pick up ECG readings at first but then stopped tracing. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.